Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer alleged the most recent reading was not stored in the memory of the contour next usb. No adverse event was alleged. The customer was advised to return the meter for investigation.

Manufacturer narrative:
During the evaluation of the returned meter, it was discovered the date had recently been changed to an earlier date of 09/07/2015. This would cause readings to be out of order in the log book feature.